Event description:
The customer reported that after the insertion of the tube on (B)(6) 2012 a leakage was observed and it was since that date the medical team has done maintenance of the cannula. Customer reports the pt is still in use of the defective product because the physician did not authorize the replacement.

Manufacturer narrative:
Covidien is attempting to gather further details surrounding the circumstances of this report however, recall (B)(4) was initiated for models shiley 8lpc and 8fen that have had volume leakage and/or disconnection between the inner and outer cannulae. Additionally, a corrective and preventative action was initiated to document the investigation efforts related to the root cause for the reported failure.